Event description:
The patient with this ICD reported device movement and chest wall stimulation. Impedance measurements were normal but the physician confirmed there was intermittent pectoral stimulation that coincided with the pacing output from the device. The device was explanted and the physician noted that the header separated from the device case during the procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being replaced due to the advisory with a competitor's device. The field representative from that company reported the header became detached from the device during the explant procedure. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the header was separated from the device. There was no evidence of body fluid contamination in the header bond area. Review of device memory confirmed therapy was available prior to explant. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.